Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ppmdsh batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2020 and suture was used. During the procedure, the suture was detached from the needle unintendedly when tying a knot during dermostitch. It was a control release needle. It was commented that the biting of the suture might be not enough. There were no adverse patient consequences. No additional information was provided.